Event description:
Healthcare professional reported unknown side "grade 4 capsular contracture." The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported unknown side "grade 4 capsular contracture." It was later reported that this affected the left side, and was "baker grade 3." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, corrected and/or changed data: b.5, d.1, d.2a, d.2b, d.4, d.6a, d.6b, h.4, h.6.

Event description:
Healthcare professional reported unknown side "grade 4 capsular contracture." It was later reported that this affected the left side, and was "baker grade 3." The device has been explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.